Event description:
Same case as MFR report #3005099803-2009-00017, 3005099803-2009-00018, 3005099803-2009-00019, 3005099803-2009-00020. It was reported that while unpacking, stent damage was noticed. An rx stent/7 x 7cm had been selected. Upon opening the box which appeared undamaged, it was noticed that the stent was damaged. The stent appeared kinked at both ends and "so flat that it looks like you couldn't even put a wire through it." Four additional rx stent/7 x 7cm were examined and found to have the same damage noted. The devices were not used and did not come into contact with a pt.